Event description:
It was reported when the physician inserted the sheath into the vein and applied negative pressure from the stopcock, an air leak was noted. There were no reported patient consequences.

Manufacturer narrative:
One braided swartz introducer and an 8f dilator were received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. Visual inspection revealed an indentation at the distal tip. Functional testing confirmed a leak at the silicon hemostasis seal in the hub. Further investigation revealed the proximal hemostasis seal was torn with missing material at both the top and bottom slits. The distal silicon hemostasis seal had a small tear with missing material at the bottom slit. It is uncertain how or when the tears occurred. The IFU states "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis", and also states, "make sure that the stylet is locked onto the hub of the brk needle. Then insert the needle into the dilator".